Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, the pump had a high sleep current measurement. Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. The pump was monitored with a test reservoir and the test reservoir removes properly from the reservoir compartment noted. No rewind anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 07-feb-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 07-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime: 02/07/2024 00:00:00.000 dailytotalofallinsulindelivered: 842500 (84.25 u) dailytotalofbasalinsulindelivered: 341500 (34.15 u) dailytotalofbolusinsulindelivered: 501000 (50.1 u) 02/07/2024 12:25:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 139000 (13.9 u) bolusamountdelivered: 139000 (13.9 u) 02/07/2024 12:52:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 103000 (10.3 u) bolusamountdelivered: 103000 (10.3 u) 02/07/2024 15:49:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 95000 (9.5 u) bolusamountdelivered: 95000 (9.5 u) 02/07/2024 18:16:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 79000 (7.9 u) bolusamountdelivered: 79000 (7.9 u) 02/07/2024 18:26:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 85000 (8.5 u) bolusamountdelivered: 85000 (8.5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 07-feb-2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 02/02/2024 08:04:40.000 all buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Unable to verify the original reservoir stuck in the reservoir compartment due to pump received without the original reservoir. Stuck reservoir was unknown. Customer alleged for rewind anomaly and possible under delivery anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value was 25.6 mmol/l at the time of the event, followed by the symptoms of diabetic ketoacidosis, confusion, and sickness, got treated in the emergency care unit and hospital with an IV insulin drip. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was unknown if the auto mode feature was active or not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was returned for analysis.